Manufacturer narrative:
H4: device manufactured between january 21, 2020 to january 22, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. However, a reddish brown particle measured to be 0.15 square mm in size was observed. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition was not verified. Sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unusual weld point and a particulate matter (pm) was observed in a small volume intermate. This was identified prior to use. There was no patient involvement. No additional information is available.